Event description:
As reported via (B)(4) study, a patient experienced unstable angina and restenosis of the cypher stent approximately five months after the index procedure. Angiography revealed 99% restenosed lesion less than 10mm in length in the proximal aspect of the saphenous vein graft to the left anterior descending artery (lad) that was treated with angiomax, balloon angioplasty, and placement of an endeavor stent. The patient did not experience a myocardial infarction at the time of the restenosis. At the time of the index procedure, angiography revealed 99% stenosis of a saphenous vein graft to mid lad artery. The lesion was moderately calcified and 15mm in length with possible thrombus prior to pci. Pre-procedure timi flow was 2. The reference vessel was 3.5mm in diameter. The indication for the procedure was unstable angina and myocardial infarction. The lesion was pre-dilated with a 3.5 x 15mm balloon at 24atm and a 3.5 x 18mm cypher rx was implanted at 25atm. The stent was successfully implanted without post-dilation. Post procedure timi flow was 3. The patient was discharged the following day.

Manufacturer narrative:
Concomitant medications taken at the time of the event: zocor 40mg daily since 2010; nitroglycerin 0.4mg as needed; aspirin 81mg daily since (B)(6) 2010; clopidogrel 75mg daily since (B)(6) 2010; lescol 80mg daily since 2010; naproxen 4040mg daily. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported via the (B)(4) study, a patient experienced restenosis of the cypher stent and stenosis in a non-target lesion approximately (B)(6) months after the index procedure. Past medical history that may have increased this patient's risk for mace includes previous CABG, family history of coronary artery disease, hyperlipidaemia, hypertension, myocardial infarction (mi), and carotid stent/endarterectomy. The indication for the index procedure was a myocardial infarction. At the time of the index procedure, angiography revealed 99% stenosis of a saphenous vein graft to mid lad artery. The lesion was moderately calcified and 15 mm in length with possible thrombus prior to pci. The reference vessel was 3.5 mm in diameter. Timi flow pre-procedure was 2. The lesion was pre-dilated with a 3.5 x 15 mm balloon at 24 atm and a 3.5 x 18 mm cypher rx was implanted at 25 atm. According to the IFU, this product is indicated in de novo lesions in native coronaries. Additionally, the rated burst pressure indicated in the IFU is 16 atmospheres. The stent was successfully implanted without post-dilation. Post procedure timi flow was 3. The patient was discharged the following day. Approximately (B)(6) months after the index procedure, the patient experienced unstable angina. Angiography revealed 99% restenosed lesion less than 10 mm in length in the proximal and aspect of the saphenous vein graft to the left anterior descending artery (lad) that was treated with balloon angioplasty and placement of an endeavor stent. There was also a native lesion in the obtuse marginal that was treated with a 3.5 x 18 mm promus stent. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a type of treatment of the disease process and it is not a prevention or cure of the progression of atherosclerotic artery disease. The IFU indicates that when drug-eluting stents are used outside the specified indications for use, patient outcomes may differ from the results observed in the pivotal trials. Therefore, there are patient factors, vessel factors and procedural factors that may have contributed to the reported event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.